Event description:
"The customer stated the unit just does not work. It has a strange alarm that she has never seen. There was no patient involved." Further information received on 05/06/2015: customer stated the hcu 30 would display an error code at power up. Service evaluated system and system displayed the error coudes 3008-2 and 3064-2. (B)(4).

Manufacturer narrative:
(B)(4). A maquet field service technician investigated the unit and determined the cardio pump was in need of replacement. Arranged to have a loaner sent to customer while unit is repaired at national repair center (B)(4). A supplemental medwatch will be submitted as soon as additional information becomes available.